Event description:
Complainant alleged that while attempting to defibrillate a male patient, the one-step CPR electrode pads would not adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the data file and will be providing a follow-up report when our investigation is completed.